Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned. Based on the information provided, a definitive cause for the reported patient device interaction problem, material separation, and patient effects, and the relationship to the product, if any, could not be determined. The subsequent treatments were likely related to case circumstances. The reported patient effect of pseudoaneurysm, bleeding, ischemia, thrombosis, anemia, and hematoma are listed in the perclose proglide instructions for use as a known patient effect of use with suture mediated closure device procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 1/1/2017. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: ¿assessment of percutaneous closure for decannulation of veno-arterial extracorporeal membrane oxygenation: a retrospective study."

Event description:
The aim of this study was to evaluate the effectiveness and procedure related complications of bedside percutaneous femoral artery closure using perclose proglide with a post-closure technique for venoarterial extracorporeal membrane oxygenation decannulation, in comparison with conventional approaches of surgical and manual decannulation. The study concluded that using a perclose proglide device with a post-closure technique is safe and reliable for achieving effective hemostasis, with fewer vascular complications than conventional approaches and a low device failure rate. Complications noted with perclose proglide included pseudoaneurysm, pseudoaneurysm requiring surgical repair, limb ischemia requiring surgical repair, arterial thrombosis, hemorrhage, hematoma requiring intervention, red blood cell transfusion, fall in hemoglobin of more than 3 g/dl, post-decannulation intensive care unit and inward length of stay, failure to achieve hemostasis resulting in up to 5 minutes of manual compression, device failure (defined as the inability of the device to achieve hemostasis due to suture breakage during plunger withdrawal, or the need for surgical revision of the femoral artery in post-decannulation period), use of additional perclose proglide devices, conventional cerclage, manual compression, and surgical repair. Specific patient information is documented as unknown. Details are listed in the article, titled "assessment of percutaneous closure for decannulation of veno-arterial extracorporeal membrane oxygenation: a retrospective study."